Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4).investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the syr abg preset 3(1.6) ll 25x5/8 eclipse experienced blood leakage from the specimen receptacle the following information was provided by the initial reporter: translated to english. The customer stated: "after taking a blood test from a 14 day old baby and taking extra care to ensure no leakage during transport, the cap was tightened and the cap was also taped. The lab called 15 minutes later to inform me that the syringe has opened, that there is blood everywhere in the bag and that they will not be able to use it."